Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-june-26, information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain and chronic low back pain. On an unknown date, the patient said the pump was alarming. The hcp did not know if it was a critical or non-critical alarm, just that the patient wanted the pump explanted. The hcp indicated they had never done that before and was calling for more information. The hcp did not have access to an 8840 (clinician programmer) to identify the code. No medical symptoms reported. No further information provided. Additional information was received from a patient. It was reported that patient stopped having her pump filled last year which was due to being dismissed from her previous managing healthcare professional (hcp). The hcp had since retired. Patient reported after she stopped having her pump filled she went through withdrawal. No interventions were mentioned. No further complications were reported.

Event description:
On 2018-july-23, additional information was received from the patient. The patient reported their last refill date was (B)(6) 20181. The patient stated, "2 months last withdrawal was very bad. I was down from (B)(6). The doctor could do anything. The pump is still". The patient continued by reporting the following; "I was a patient at (B)(6). My dr. Quit when he left, they refilled my pump on (B)(6) 2018. I was receiving detote (interpreted as dilaudid) at 7.9 18 mg/day, clodenal (interpreted as clonidine) 15.8 35 mg/day and butivacaine (interpreted as bupivacaine) at 1.5 835 mg/day. That was the last time they refilled it. They wouldn¿t even help find a doctor to take over. They just pushed me out the door. I've and my family doctor has looked and talked to over 50 doctors and they won't touch me. As of (B)(6) 2018, I been going thru very bad withdrawals, throw up, shakes, sweat, chill, high fever, low fever, muscle spasm. It has messed with my mental ability. I haven't stop shaking and might not. I still throwing up every day. I've broken false teeth from clenching my jaws. My personal hygiene has went to hell. I don¿t think you people understand what they have done to me. My hair started falling out. After taking this kind of med for 15 and 16 years, and then all the sudden just to stop is so very severe. I never missed used any medication in my life. I even took drug test every time and never miss used it. My pump is still in and the battery are going off and have been for months. All I want is someone to shut this off. My doctors says that they will not take it out because of the catheter is in my spine. They're afraid of paralyzing me from the neck down and the doctor will not take that chance. So this is my problem and it's a big one. Someone has to help me. I have to pay to replace my teeth. And I have went from (B)(6) lbs. No you tell me that is healthy? No it's not. My family doctor is very worried about me. Because of my health. She doesn¿t know if ill will be alright."

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 1999, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.